Event description:
It was reported that this 81 y/o male patient's right shoulder was revised. 42mm reverse shoulder poly disassociated likely during spine surgery several months ago. According to the surgeon, this patient began complaining of shoulder pain immediately following a spine procedure. After imaging studies were done, they determined that the poly was either severely worn or disassociated from the reverse tray. Disassociated poly was removed during revision surgery. Patient was last known to be in stable condition following the event. Unable to obtain x-rays or ebi. Product not returning: ccf does not release explanted implants.

Manufacturer narrative:
(H3) pending evaluation.